Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (482 mg/dl). The cause for elevated bg levels is unknown. Reportedly, the was treated through an insulin drip. System check with tandem technical support was performed and the pump was functioning as intended. At the time of the report the customer had not been released from the hospital. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to recessed usb pins. Additionally, a different issue was identified.